Manufacturer narrative:
Physio-control further evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to an inoperative lcd screen.

Event description:
A third-party service agent contacted physio-control to report that their device had a blank screen. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user.  This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the customer's device and verified the issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their device had a blank screen. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user.  This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient use associated with the reported event.